Event description:
Material#: 306547. Batch number#: 3297969. It was reported by customer that black specs. Verbatim#: rcc received a complaint via web. Pdf attached. Black specs product#: 306547; lot#: 3297969. No additional information could be provided by the customer

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
No additional information received. Material#: 306547 batch number#: 3297969. It was reported by customer that black specs. Verbatim#: rcc received a complaint via web. Black specs. Product#: 306547. Lot#: 3297969.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there were black specks. To aid in the investigation, four hundred seventy samples were received for evaluation by our quality team. Twenty-four samples came with no packaging flow wraps and the remaining samples were received in sealed packaging flow wraps. A visual inspection was performed, and there were no defects or imperfections. No foreign matter of any kind was observed. A device history record review was completed for provided material number 306547, lot 3297969. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.